Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted mirs locking cap, screw and rod on an unknown date. It was reported the mirs locking cap came off of the screw head at left l4. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.